Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm reportedly leaked a cytotoxic medication through the spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or it had adhered to the spike piece and the air chamber. The patient was exposed to the cytostatic fluids; however, no harm was reported.

Manufacturer narrative:
Investigation summary: received one (1) used. List #142409291, primary plum set and one (1) used. List #unknown, bag spike adapter with spiros for inspection. As received, the filter was wetted out. Received one (1) photo of fluid leaking from the filter vent. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter and the customer provided photo. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.